Event description:
I use dexcom g7 and have been for the last few years. This is the first time the cgm and adhesives caused a terrible allergic reaction and vicious skin rash. I cannot safely go without my cgm (dexcom g7) and next week will consult with my endocrinologist about this problem. The accuracy of my cgm is questionable and I double check with my freestyle lite glucose monitor sometimes. The dexcom g7 is useful for warning me of low blood sugar and especially for use overnight or while asleep. The medical device problem is the dexcom g7 sensor and adhesives. This lot# 1725315003 appears different and I am concerned it might be counterfeit or a problem with quality control.